Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 50-54 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Customer was advised to consult with a diabetes educator to verify that all settings were correctly entered, as similar incidents have occurred daily since receiving the new pump.